Event description:
During an initial implant procedure, the right ventricular (rv) lead was unable to be connected in set screw of the device header. It was suspected the set screw was stripped. A new device was used to complete the procedure. The patient was stable.